Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out. Additionally, the pump supplies were in use for over 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 191 mg/dl.